Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 53 alarms noted during testing. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 53 (line number: 213, file number: 617) on (B)(6) 2025 at 00:18:18. Problem isolated to the pcb1 board and pb2 board as per global logic analysis. No moisture damage noted to motor assembly, pcb1 board or pcb 2 board during visual inspection. The following were noted during visual inspection: battery tube threads cracked, stained keypad overlay, cracked case (battery tube), label damage (serial number faded), scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pb2 board. Confirmed cosmetic damage at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected) and a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.